Event description:
It was reported that the patient was experiencing pain at the generator site after a fall. The physician referred the patient for generator replacement surgery due to the pain and for the patient to receive autostimulation for her stronger seizures without aura. No further information has been received to date.

Event description:
The patient had generator replacement surgery. Diagnostics were within normal limits prior to explant. The explanting facility discards all product, so no analysis could be performed. No further relevant information has been received to date.